Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: common device name: additional pro-codes: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record device history lot, part: 310.221 , lot:f-26083 , manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 28. Jan. 2019 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary investigation site: cq zuchwil . Selected flow: damage. Visual inspection: the received drill bit is broken approximately 14mm from the fluted tip section. The broken portion is missing. At the end of the flute several wear and tear marks are visible. Furthermore the flutes are blunt. Document/ specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. It is unknown at which step the breakage has occurred as it was reported that no patient was involved. In any case, based on the visual inspection results the part was received in a used condition and therefore we can confirm a post manufacturing breakage. The relevant dimensions of the drill bits were checked at cq zuchwil and were found to be in compliance with the specifications. We assume that the device encountered unintended forces (such as being dropped and/ or a mechanical overloading situation),which has caused the breakage. According to our investigation results, we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Occupation: synthes sales rep. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during decontamination on (B)(6) 2019, a drill bit was discovered broken. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).